Event description:
The pt reported having a drug pump with morphine implanted in the lower stomach to his lower spine. No dose or concentration were reported. The pt recently lost all hearing in the left ear, he also experienced numbness inside the ear. The numbness subsided, but the hearing loss remained. The pt stated he had other areas of numbness near the top of his head that "come and go throughout the day". The areas of numbness generally stayed in one area although they sometimes felt like they spread. The pt reported having multiple tests performed including MRI (magnetic resonance imaging), mra (magnetic resonance angiogram), a heart scan, and two blood tests. All test returned normal results. No other symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report. A follow-up report will be submitted if add'l info becomes available.